Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but with no result, the user facility was not able to provide the specific model and lot number of the subject device. The device referenced in this report was not returned to olympus for evaluation. Therefore, the exact cause of the user's experience could not be conclusively determined. This report will be updated if additional and significant information become available at a later time. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch that stated, "biopsy forceps broke inside bladder into 2 tiny metal pieces."